Manufacturer narrative:
Upon receipt, the lead was capped 53cm proximal of the lead tip. The fragment containing the tip and ring electrode was missing, as was the proximal part of the lead. There were multiple signs of wear detected along the leads body. In particular, in the distal area, the insulation was found rubbed through. Which can be considered the root cause of the clinical observation. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased in-growth which had an impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Further damages such as the deformed rv shock coil and the torn lead tip most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
On (B)(6) 2019, an nst episode was alerted via home monitoring. On (B)(6) 2019, in-office follow-up was organized. Noise was detected in rv and therapy was turned off. On (B)(6) 2019, the lead was removed and the lead fragment is available for an analysis.